Event description:
Event occurred in the pt's home. Family member reported problems with primary vent which checked out ok. They stated the power cord was not working on backup vent and hadn't in some time. Vent retrieved from corner, test lung circuit placed on vent. Vent made clicking noises, but no air flow, disc/sense and low volume alarms were present. 2 a/c power cords and different outlets were tried. Accessories: hme. Power source at time of event: internal and ac. No pt harm.